Manufacturer narrative:
The subject device is not available for a technical analysis.

Event description:
Boston scientific neurovascular became aware of an event in which when the idc-interlocking detachable coil was inserted into a renegade 18 microcatheter, it got jammed in the hub and detached. No complications were reported to have occurred with the pt.